Manufacturer narrative:
(B)(4). Based on the provided information and test performed on site there is no indication of a malfunction of mr system or coil. It concluded that this heating incident is a skin to skin heating incident caused by rf current loop formation inside the left arm pit of the patient. No padding was used between the arms and side of the patient to prevent skin-skin contact. In this case several factors were observed that contributed to the sustained injury: the patient was obese and covered by a cotton sheet; 4 scans on high sar value were conducted and the total delivered specific energy dose (sed) was 3726 j/kg.

Event description:
Philips received a report from a customer that a patient sustained reddening of the skin (2 inc in diameter) and 2 blisters of 3/4 inch in the left arm pit after an MRI examination. The patient was positioned head first supine and scanned with the ds nvc coil for a cervical spine examination.